Event description:
It was reported that there was an event of ventricular oversensing on the patients right ventricular lead. No intervention was reported. The patient status was not reported.

Event description:
New information received notes that the right ventricular (rv) lead was oversensing noise resulting in intermittently inhibiting pacing. Programming changes were performed to resolve the issue. The patient was asymptomatic.